Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain / cramp in my pelvic area/pain"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) / heavy bleeding with large clots"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), genital haemorrhage ("heavy bleeding") and urinary tract infection fungal ("infection (bladder/urinary tract/vaginal) type: uti/ candida") in a 29-year-old female patient who had essure (batch no. 12237554-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2003, the patient experienced eye disorder ("vision/eye problems type: vision problems; eye shape changed") and visual impairment ("vision/eye problems type: vision problems; eye shape changed"). On (B)(6) 2003, the patient had essure inserted. In 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), hypersensitivity ("allergic or hypersensitivity reaction"), rash papular ("rashes or skin type: red bumps and dry patches"), dry skin ("rashes or skin type: red bumps and dry patches"), bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In 2005, the patient experienced anxiety ("anxious/anxiety,"), depression ("depressed/depression,"), mood swings ("hormonal changes describe: mood swings"), amnesia ("psychological or psychiatric problems condition: memory loss"), bipolar disorder ("bipolar,"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy,"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss specify which one: weight gain"). In 2006, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced hypertension ("blood or heart disorder/condition type:high blood pressure"). In 2016, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection fungal (seriousness criterion medically significant), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), food allergy ("gastrointestinal or digestive system condition type: very sensitive to food/drinks"), fatigue ("fatigue"), alopecia ("hair loss"), cervical dysplasia ("cervix and uterus covered in pre-cancerous cells,"), mood altered ("moody / moddiness"), asthenia ("lack of energy") and abdominal pain ("wiered pinching"). The patient was treated with ibuprofen, hydrochlorothiazide, bupropion (wellbutrin), surgery (total hysterectomy and b/l oopharectomy with removal of essure devices), surgery (ablation in 2013), surgery (ablation in 2013) and surgery (leep in 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, urinary tract infection fungal, dysmenorrhoea, dyspareunia, hypersensitivity, amnesia, nausea, dry skin, bladder disorder, urinary tract disorder, migraine, allergy to metals, eye disorder, vaginal discharge, food allergy, fatigue, weight increased, cervical dysplasia, mood altered, asthenia and abdominal pain outcome was unknown and the anxiety, depression, mood swings, rash papular, tooth disorder, bipolar disorder, hypertension, headache, visual impairment and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, asthenia, bipolar disorder, bladder disorder, cervical dysplasia, depression, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, food allergy, genital haemorrhage, headache, hypersensitivity, hypertension, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, rash papular, tooth disorder, urinary tract disorder, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Hysterosalpingogram - in 2003: total bilateral occlusion hsg test - confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain / cramp in my pelvic area."), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) / heavy bleeding with large clots"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), genital haemorrhage ("heavy bleeding") and urinary tract infection fungal ("infection (bladder/urinary tract/vaginal) type: uti/ candida") in a 29-year-old female patient who had essure (batch no. 12237554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure inserted. In 2003, the patient experienced eye disorder ("vision/eye problems type: vision problems; eye shape changed") and visual impairment ("vision/eye problems type: vision problems; eye shape changed"). In 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), hypersensitivity ("allergic or hypersensitivity reaction"), rash papular ("rashes or skin type: red bumps and dry patches"), dry skin ("rashes or skin type: red bumps and dry patches"), bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In 2005, the patient experienced anxiety ("anxious/anxiety,"), depression ("depressed/depression,"), mood swings ("hormonal changes describe: mood swings"), amnesia ("psychological or psychiatric problems condition: memory loss"), bipolar disorder ("bipolar,"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy,"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss specify which one: weight gain"). In 2006, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced hypertension ("blood or heart disorder/condition type:high blood pressure"). In 2016, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection fungal (seriousness criterion medically significant), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), food allergy ("gastrointestinal or digestive system condition type: very sensitive to food/drinks"), fatigue ("fatigue"), alopecia ("hair loss"), cervical dysplasia ("cervix and uterus covered in pre-cancerous cells,"), mood altered ("moody / moddiness"), asthenia ("lack of energy") and abdominal pain ("wiered pinching"). The patient was treated with ibuprofen, hydrochlorothiazide, bupropion (wellbutrin), surgery (total hysterectomy and b/l oopharectomy with removal of essure devices), surgery (ablation in 2013), surgery (ablation in 2013) and surgery (leep in 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, urinary tract infection fungal, dysmenorrhoea, dyspareunia, hypersensitivity, amnesia, nausea, dry skin, bladder disorder, urinary tract disorder, migraine, allergy to metals, eye disorder, vaginal discharge, food allergy, fatigue, weight increased, cervical dysplasia, mood altered, asthenia and abdominal pain outcome was unknown and the anxiety, depression, mood swings, rash papular, tooth disorder, bipolar disorder, hypertension, headache, visual impairment and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, asthenia, bipolar disorder, bladder disorder, cervical dysplasia, depression, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, food allergy, genital haemorrhage, headache, hypersensitivity, hypertension, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, rash papular, tooth disorder, urinary tract disorder, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2003: total bilateral occlusion hsg test - confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 27-feb-2018: social media case received. Events pinching, moodiness, lack of energy are added. Reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), genital haemorrhage ("heavy bleeding") and urinary tract infection fungal ("infection (bladder/urinary tract/vaginal) type: uti/ candida") in a 29-year-old female patient who had essure (batch no. 12237554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient experienced eye disorder ("vision/eye problems type: vision problems; eye shape changed") and visual impairment ("vision/eye problems type: vision problems; eye shape changed"). On (B)(6) 2003, the patient had essure inserted. In 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), hypersensitivity ("allergic or hypersensitivity reaction"), rash papular ("rashes or skin type: red bumps and dry patches"), dry skin ("rashes or skin type: red bumps and dry patches"), bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In 2005, the patient experienced anxiety ("anxious/anxiety,"), depression ("depressed/depression,"), mood swings ("hormonal changes describe: mood swings"), amnesia ("psychological or psychiatric problems condition: memory loss"), bipolar disorder ("bipolar,"), the first episode of migraine ("migraines / headaches"), the second episode of migraine ("migraines / headaches"), allergy to metals ("nickel allergy,"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss specify which one: weight gain"). In 2006, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced hypertension ("blood or heart disorder/condition type:high blood pressure"). In 2016, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection fungal (seriousness criterion medically significant), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), food allergy ("gastrointestinal or digestive system condition type: very sensitive to food/drinks"), fatigue ("fatigue"), alopecia ("hair loss") and precancerous skin lesion ("cervix and uterus covered in pre-cancerous cells,"). The patient was treated with ibuprofen, hydrochlorothiazide, bupropion (wellbutrin), surgery (total hysterectomy and b/l oopharectomy with removal of essure devices), surgery (ablation in 2013), surgery (ablation in 2013) and surgery (leep in 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, urinary tract infection fungal, dysmenorrhoea, dyspareunia, hypersensitivity, amnesia, nausea, dry skin, bladder disorder, urinary tract disorder, allergy to metals, eye disorder, vaginal discharge, food allergy, fatigue, weight increased and precancerous skin lesion outcome was unknown and the anxiety, depression, mood swings, rash papular, tooth disorder, bipolar disorder, hypertension, the last episode of migraine, visual impairment and alopecia had resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, bipolar disorder, bladder disorder, depression, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, food allergy, genital haemorrhage, hypersensitivity, hypertension, menorrhagia, mood swings, nausea, pelvic pain, precancerous skin lesion, rash papular, tooth disorder, urinary tract disorder, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2003: total bilateral occlusion hsg test - confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added. Events added ashormonal changes describe: mood swings, abnormal bleeding(vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/urinary tract/vaginal) type: uti/ candida, psychological or psychiatric problems condition: memory loss, depression, anxiety, bipolar, rashes or skin conditions type: red bumps and dry patches, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: high blood pressure, nausea, dental problems, dysmenorrhea (cramping), nickel allergy, abdominal and back pain, vaginal discharge, vision/eye problems type: vision problems; eye shape changed, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: very sensitive to food/drinks, other injury(ies) or complications please describe: cervix and uterus covered in pre-cancerous cells, hair loss. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (full hysterectomy and salpingo-oophorectomy with removal of essure). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Diagnostic results: hsg test - confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.